Event description:
Alleged the right hand siderail will drop down if pressure is applied to the top of the siderail. Bed was in storage.

Manufacturer narrative:
Bed is out of service. Repairs have not been completed.